Event description:
Right angle saw attachment will not tighten down to hold blade. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Reported event: it was reported that right angle saw attachment will not tighten down to hold blade. Case type: tka. Surgical delay: 16-30 minutes. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/01/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35011018 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Right angle saw attachment will not tighten down to hold blade. Case type: tka. Surgical delay: 16-30 minutes.